Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. However, grommet damage was noted.

Event description:
It was reported, during an implant procedure, the setscrew for the atrial lead could not be screwed in. Additionally, oversensing was reported in the atrial channel. Consequently, the device was not implanted. No patient complications have been reported as a result of this event.